Event description:
It was reported that during the pre-use check, a red dot stain was found on the cuff. No patient involvement was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated evaluation codes method:b01 [10] - testing of actual/suspected device c91896 evaluation codes result:c1502 [646] - dust or dirt problem identified c92043 evaluation codes conclusion:d03 [25] - cause traced to manufacturing c91885 h10: device evaluation: photos received: three (3) photos were included in agile attachments for evaluation. Results: stain was observed in photo 3. Sample received: one sample was received for evaluation from part number 100/199/075; the sample was received in used conditions without original package. Results: stain was found on the cuff surface. Based on the analysis conducted in the sample provided, foreign material/contamination failure mode was confirmed. Therefore, according to on pfmea (rmp 1051) the occurrence of this failure condition could be caused by md01-003 rev.103 ?visual inspection?, contamination inspection section 5.2.1 not followed properly. Awareness notification was made to production personnel to explain the importance to adherence or following in the procedure md01-003 rev.103 ?visual inspection?, contamination inspection section 5.2.1, by quality engineer on 14/jun/2022. The cause of the reported problem was traced to the manufacturing process. Any relevant dmrs, ncrs, ets, etc.: there were no issues, nonconformances reported during the manufacture of this lot.